Event description:
The patient called to report cracks along the reservoir compartment. The patient stated that parts of the case are chipping off. She also stated that she has been experiencing high blood glucose levels, and recently went to the hospital, but didn't feel the insulin pump was the cause. The patient declined troubleshooting as she felt that the insulin pump was not to blame for the hospitalization. Advised the patient that the insulin pump would be replaced due to the physical damage. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracks on the display window corner, battery tube threads and reservoir tube, as well as a broken reservoir tube lip and scratched lcd window.